Manufacturer narrative:
The computer was returned to the manufacturer for evaluation. After functional testing and visual/physical examination it was observed that the computer boots normally to the application screen. No error messages were received during the testing. The computer was replaced and the system is running as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system was displaying ¿no input detected¿ when booting on the system. The manufacturer representative (rep) verified that all of the cables were fully seated. The site rebooted the system and the same behavior was happening. The monitor was not available to test the display ports on the computer. No patient was present at the time of the event.

Manufacturer narrative:
The analysis on the returned part is still under investigation at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system was displaying ¿no input detected¿ when booting on the system. The manufacturer representative (rep) verified that all of the cables were fully seated. The site rebooted the system and the same behavior was happening. The monitor was not available to test the display ports on the computer. No patient was present at the time of the event.